Event description:
It was reported that during an unknown time the device had a damaged comb plate. No info provided on patient impact or surgical delay. Due diligence is complete as no additional information was noted.

Manufacturer narrative:
This incident is being recorded under (B)(4). G2: foreign - event occurred in united kingdom. E1: telephone- (B)(6). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.